Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was surgically abandoned and replaced due to pacing inhibition, high pacing thresholds, and low amplitude/poor morphology. Event cause was not determined, however it was noted that poor thresholds were common for leads placed at the his bundle. No additional adverse patient effects were reported.